Event description:
It was reported that the patient had atrial fibrillation (afib) with rapid ventricular response (rvr) and was treated with an amiodarone bolus and drip. The patient converted back to sinus rhythm with intervention.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) (B)(4)and the reported cardiac arrhythmia could not be conclusively established through this investigation. The patient remains ongoing on the heartmate 3 lvas (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10aug2022. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 patient handbook (rev. D) are currently available. The IFU lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was transitioned to coreg (carvedilol) on 24aug2022 to help control their rates while ambulating. The patient's rates would reach the 160s without hemodynamic compromise or symptoms. The event resolved without sequelae on 24aug2022.